Event description:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. Identification of issue has been done by analyzing problem description. Based on technician statement, the nozzle unit was defective and required replacement to resolve the issue. The issue was reportable due to the fact that the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.